Event description:
Hcp reported pt died I day post pump replacement. Hcp was notified via the locally published obituary. Hcp reported there were empty bottles of medication found. Both the hcp and the MFR's rep checked the telemetry strips and found all programming had been done correctly. The cause of death was: "a) multiple drug interaction with acute cocaine intoxication and b) aspiration of gastric contents." The pump was possibly buried with the pt. A follow up report will be sent when add'l info is received.